Manufacturer narrative:
(B)(4). Batch # t5e26a. (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the joint cover damaged and with a gst60t reload loaded on the device. The reload was received partially fired 1/16. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was dry fire and the knife started to come off and tangle through the joint cover. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the knife was noted to be buckled, causing the articulation link was noted to be disengaged from the ring closure and the damaged on the joint cover. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will buckle, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the anvil. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that when using psee60a in vats, it suddenly got safety locked during firing due to fibrotic tissue even though surgeon tried to do pre-compression about 20 sec. No patient consequence.